Event description:
The pt, a type ii diabetic on oral medication, reported lower blood glucose readings with the test strip. On 10/7/96, the pt went to a lab to check her meter and test strips for accuracy. She performed a side by side blood glucose comparison with the test strip, and her meter versus the lab whole blood glucose meter and test strips (type unknown). The lab offers this service once monthly. The pt did not have a venous blood glucose level taken at this time. At the lab, the pt obtained a blood glucose test result of 159 mg/dl with test strips and her meter and a result of 334 mg/dl with the lab meter and test strips. The pt immediately discontinued use of the test strip and purchased another test strips (lot 609664a, code 10, exp 7/98). With the rep, the pt performed a side by side blood glucose comparison with the test strips and the second test strips (lot 609664a, code 10, exp 7/98). She obtained results of 151 and 214 mg/dl respectively. The pt then informed the rep that she had removed the desiccant from the first test strips bottle on 10/7/96 after she performed the comparison at the lab. For this reason, the rep requested that the pt open the second bottle of test strips from the same box (in which desiccant was present) and perform a blood glucose test. The pt obtained a result of 211 mg/dl. The second test strips were opened 10/10/96. The pt's meter was set to the appropriate code when all tests were performed. The pt's normal control solution was expired. With the rep, the pt obtained a check strip test result of 85 versus a check strip range of 70-96. The pt stores her test strips in her living room. Because the pt removed the desiccant from the first bottle of test strips and because the readings with the second bottle were an acceptable difference from the result obtained with the second test strips, the rep did not request the pt's test strips for eval.